Event description:
A pt reported experiencing inaccurate erratic results with an ot ultra meter. The pt's blood glucose results were 9.3mmol and 7.3mmol. Tests were done within 20 mins with a difference of 22%. Pt did not experience any adverse events. No further info has been reported.